Manufacturer narrative:
Failure analysis for fiber 001(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 42,859 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing. Time expended: 6:16 minutes. The procedure was completed using a second side-firing surgical fiber. Patient outcome: "ok" - there was no injury reported.